Event description:
1 suspected false negative sars result for 1 patient. It is unknown if the patient was symptomatic. No confirmatory testing completed. The customer communicated 7 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.